Manufacturer narrative:
(B)(4). The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs revealed a drop of fluid on the outside of the housing. The cause of the drop could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, a dialysate leak at the housing of a polyflux 140h was detected after about 30 minutes of dialysis. The leak was visually detected. There was no alarm triggered. There was no patient injury or medical intervention associated with this event. The blood in the circuit was returned to the patient. There was no blood loss. The treatment was discontinued and filter was exchanged. No additional information is available.